Event description:
The co's distributor reported that following ptca, the operator attempted closure using the closer tsl 6 fr. Device. Difficulty in extracting the device from artery was experienced following proper needle deployment and successful suture capture. At the same time, abnormal resistance felt on foot command. When closer was forcefully extracted which led to vessel damage, the foot was observed to be halfway closed which explained the difficulty in removing device. The incomplete closure of foot was associated in all cases with the abnormal presence of suture between foot and its housing or around one or both poles of foot. The co's rep noted that the pt was crossed over to compression to achieve hemostasis.

Event description:
Upon personal interview with the physician, perclose confirmed that there was no clinical sequelae to the pt who experienced the reported device failure.

Event description:
Upon personal interview with the physician, perclose confirmed that there was no clinical sequelae to the pt who experienced the reported device failure.